Event description:
Customer reports that the lancet protrudes from the drum when trying to load it into the lancet device. Customer reports punctioning his skin, but no medical treatment required. Requested return of suspect device and replacement was sent.